Event description:
Procedure: urological/gynecological. According to the reporter: the pt underwent a repair procedure and the pt allegedly experienced pain and injury. Pt has undergone, or will undergo, corrective surgery or surgeries. The pt's attorney alleged a deficiency against the device. Additional info has been requested, but not received.

Manufacturer narrative:
(B)(4). MDR reference #: 9615742-2012-00118 (pelvicol). Note: this report corresponds with bard's report #(B)(4) for an "uretex". Additional info from the importer report: (B)(6) 2012; brand name: uretex urethral support system; common device name: uretex; (B)(6).